Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph noted no signs of the reported issue. The reported event could not be objectively verified through inspection of the photo. The lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink continu-flo solution set leaked. It was further specified the leak was noted from the secondary luer lock activated port. This issue was identified during use, during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.